Event description:
Additional information received indicates valve was explanted due to and insufficiency due to a torn leaflet secondary to heavy calcification.

Manufacturer narrative:
Device evaluation summary: x-ray demonstrated wireform distortion around the valve, heavy calcification on leaflets 1 and 2, and minimal calcification on leaflet 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 1 had a tear of 3mm near commissure 2. Leaflet 2 had two tears of 8mm near commissure 2 and 7mm near commissure 3. Calcification was evident near the tears. Incidental findings: the sewing ring was cut around the valve circumference and exposed the wireform at the inflow aspect. Additional manufacture narrative - the reported torn leaflet was confirmed as secondary to calcification an host tissue. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a bioprosthetic valve that was explanted due to a torn leaflet after an implant duration of 12 years, nine (9) months. There were no reported complications.